Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025.the blockage was at the site. No further information available.